Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 40 mg/dl. Bg level cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.